Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working. It is replaced with another product. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/22/2012. Eval of the device observed the motor inside the handpiece was noisy, and the motor screws were broken. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.